Event description:
It was reported, they keep receiving green cable error codes while trying to initialize. They changed probes several times and continued to receive the error code. The pt's breast had not been pierced, the case was cancelled. No pt consequence was reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination; the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer. Pcb board calibrated.